Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the cutomer's insulin pump screen is heavily scratched, which make it diffucult for the customer to read the screen. Customer's blood glucose was unknown. No troubleshooting was performed . Insulin pump is being replaced. No insulin pump is expected to return for analysis.

Manufacturer narrative:
Findings: pump received with scratched case, keypad overlay texture damage, pillowing keypad overlay, and minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.